Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator that the pt experienced power elevations. The pt's inr jumped to 3.3 from 2.8 from 2.2. The following day a ramp study was performed and as a result the pump speed was reduced to 8800 rpm. The pt's ldh was stable between 422 and 380. The pt was discharged to home.